Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor errors, random no delivery alarms, not accepting blood glucose level readings and calibrations very random asking for more through out the day. The customer blood glucose level was unknown. Customer declined to troubleshooting. The device will not be returned for analysis.